Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and function properly noted. Insulin pump passed the delivery accuracy test at 0.0880 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had under delivery. Customer¿s blood glucose was 200 mg/dl at the time of incident. The customer's current blood glucose is 147 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with manual injection. The customer stated that the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. The insulin pump will be returned for analysis.